Manufacturer narrative:
This report is submitted on april 8, 2024.

Event description:
Per the clinic, the patient experienced non-auditory stimulation resulting in loss of benefit. The device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.